Event description:
It is reported that end-user was recently in a facility for mental issues. While at the facility for mental issues. While at the facility, it is unknown what products were used, however, end-user's usual products are hollister 2 pc drainable pouch, no ref numbers provided. End-user also uses the (B)(4) seal and (B)(4) strips. She reports that the facility did not have anyone who was knowledgeable regarding care for the ileostomy for 3 weeks. When he was discharged from the facility he had a severe rash under entire appliance and beyond. When seen at the emergency room, it was diagnosed as a severe rash, and(B)(4) power was prescribed for treatment and has since improved as a result.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.